Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5073685) on 21-dec-2017. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding/uncontrolled bleeding") in a female patient who had essure inserted. Concomitant products included amlodipine (norvasc), ibuprofen, lorazepam (ativan), metformin and paroxetine hydrochloride (paxil). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 13 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5073685) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding/uncontrolled bleeding") in a female patient who had essure inserted. Concomitant products included amlodipine (norvasc), ibuprofen, lorazepam (ativan), metformin and paroxetine hydrochloride (paxil). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.